Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2018-04432, reference MFR. Report#: 3006705815-2018-01008. It was reported the patient was unable to place her ipg in to MRI mode as she had to get an MRI performed. Diagnostic testing revealed low impedance values on multiple lead contacts. It was also noted the patient was discourage with the therapy from the scs system. In turn, the patient will undergo surgical intervention as the next course of action.